Event description:
It was reported "just wanted you to be aware of a situation over the weekend with a tl PICC. According to the nursing staff the red lumen was found detached from the triangular part and laying in the bed. The nurse felt like it was more of a product failure and did not indicate that the pt had been tampering with it due to his mental state."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw4329 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter extension break is confirmed but the exact cause remains unknown. Two photo samples of a powerpicc tl catheter were provided for evaluation. The first image shows the catheter outside of patient use. Blood is visible on the device and on the drape behind the catheter. The red hub power-injectable lumen is detached from the bifurcation hub. The characteristics of the break surface could not be clearly inspected from the image provided. The second image shows the red hub lumen with a luer cap attached. The extension leg is shown to be in the same detached condition as the first image. The characteristics of the damage cannot be clearly inspected which does not allow for a determination of the root cause. Based on the information provided, possible contributing factors include tensile damage, sharp instrument damage, and mechanical damage. Since the extension leg is shown to be detached from the trifurcation hub, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "just wanted you to be aware of a situation over the weekend with a tl PICC. According to the nursing staff the red lumen was found detached from the triangular part and laying in the bed. The nurse felt like it was more of a product failure and did not indicate that the pt had been tampering with it due to his mental state."